Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? What was the appearance of the staples? (B-formation, irregular, legs straight)? Please provide details. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Also, you have reported two ecr60b devices. Did the same issue occur with both reloads? If not, please explain.

Event description:
It was reported that the staples were pre-fired & deformation. No patient consequence. No other information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2020. D4: batch # r57t2w. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event described could not be confirmed as the cartridge was received fully fired.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/16/2020. Corrected data: g4: date received by manufacturer.